Event description:
After 72 hours, the patient returned the receiver and it had no data on it. It is difficult to conclude what event led to the receiver being blank as there are several steps involved in this procedure.